Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic meter. The pt's blood glucose results were 9.4mmol, 4.5mmol. Tests were done within 20 mins with a difference of 61%. Pt did not experience any adverse events. No further info has been reported.